Event description:
Caller reported that their pump screen was dark and would not turn on. A red led light was flashing and the pump was beeping and vibrating. There was no adverse impact to the customer's blood glucose level. Customer arranged for a replacement pump and implemented multiple daily injections as a backup therapy. They were instructed on how to put the pump in storage mode before returning it with a prepaid label, and they acknowledged the instructions.